Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was guided through evaluating and reseating the display adapter pcb. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.